Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 3.5x 28mm stent delivery system (sds) was returned. A visual examination of the crimped stent found that stent strut rows 1 to 3 on the proximal end of stent were undamaged. The remainder of the stent was pulled and damaged in a distal direction also extending distally over the tip. The balloon cones were reviewed and no issues were noted. Balloon folds were tightly folded. Crimp markings were evident on the exposed balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the maximum crimped stent profile for the device all meet the specification. Based on the specified stent protector profile and the maximum crimped stent profile for this device measuring shows there is no issues to note with the interaction between the two components. A visual and tactile examination found a hypo tube kink 522mm distal to the strain relief. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.50x28 synergy¿ drug-eluting stent was selected for use. During preparation, when the stent protector was removed, the stent was dislodged. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.50x28 synergy¿ drug-eluting stent was selected for use. During preparation, when the stent protector was removed, the stent was dislodged. The procedure was completed with a different device. No patient complications were reported.